Event description:
I am the general manager of a regional shopping center. Over the years I have seen or am aware of multiple incidents where customers sitting in a drive duet rollator/transporter or similar have fallen backwards. When the patient is sitting backwards in the chair and someone is pushing them it is very easy to fall over backwards. This is happening because the front wheels are too small to navigate any type of elevation change. Injury information: injury, emergency department treatment received. I am not certain this is the actual unit involved in the recent incident I witnessed. However all of these similar wheelchairs with small wheels and the patient is sitting backwards is very likely to fall over. (B)(4).